Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the following likely caused the event: reprocessing after the previous procedure was incorrect, and gauze /foreign material of peripheral products / body fluids /fixation of chemicals used clogged in the nozzle. The root cause of why the device was not reprocessed according to the device IFU could not be determined. The following is included in the IFU and may have helped prevent the event: "inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." "Warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure." "Caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure." "Flush the air/water channel with detergent solution". "Remove detergent solution from all channels". "Rinsing the endoscope and accessories following disinfection". "If there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation and inspection found crack/leak on the plug unit body. Service noted no other leak found. Low insulation ,low reading due to deep dents, scratches, and cracked glue on the c-cover. Ob (objective lens) lens has excessive glue possible chip underneath but no effect on the image. There is a cracked on light guide lens, the c-cover has deep dents and there is abnormal angulation. Halo image and white dots see in orange cone and resolution chart. In addition, the nozzle was observed clogged with foreign material. Capacity test however, was performed on a/w (air/water ) channel and was able to performed the capacity test and device passed testing. Evaluation finding confirmed the customer reported issue as leak observed on the device plug unit body. Additionally, foreign material found on the nozzle and caused nozzle to clog. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of "did not pass leak test. Leak around the connector". The issue found during reprocessing. There was no patient harm or injury reported . No user injury reported. Device evaluation found the nozzle was clogged with foreign material .